Event description:
New information notes that the issues were noted at an in-clinic follow up and the right atrial lead exhibited elevated threshold.

Manufacturer narrative:
Correction: b5 - added complaint of elevated threshold on the rv lead.

Event description:
It was reported that the patient presented in-clinic for a follow up. Upon interrogation, it was noted that the right atrial (ra) and right ventricular (rv) lead exhibited lead noise and elevated threshold. Both the rv lead and ra lead were explanted and replaced. The patient was in stable condition.

Event description:
It was reported, that the right atrial (ra) and right ventricular (rv) lead exhibited lead noise. Both the rv lead and ra lead were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested, but not received.